Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in "mid-november", event date is approximated. Customer could not recall bg value. Cause was not known. Reportedly the customer lost consciousness and sustained scratches on their arms but cannot recall how the injury was received due to bg level. Emergency medical services (ems) was contacted and provided intravenous (IV) medication to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.